Event description:
Device 1 of 2; reference MFR. Report#: 3006705815-2019-00119. It was reported the patient underwent scs system explant due to burning sensation in lower back with stimulation on and off.